Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(6).

Event description:
(B)(6). It was reported that post synergy stent placement stent thrombosis occurred. The patient presented with non-sustained ventricular tachycardia and a synergy stent was placed. Eight minutes post procedure, thrombosis of the left anterior descending artery occurred. Treatment consisted of repeat percutaneous coronary intervention.